Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker transitioned to safety mode. There had been no recent surgeries according to field representative. Device replacement and return for analysis was recommended. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker transitioned to safety mode. There had been no recent surgeries according to field representative. At this time the device has been replaced and return for analysis was recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.